Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that multiple checks of the right ventricular (rv) lead thresholds over time yielded widely varying results. It was noted that some were as high as five volts and others were as low as one-and-a ¿half volts. The physician felt the lead should be taken out of the system. Therefore the rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.